Event description:
Ivig infusion of 500ml (50g) using smartsite burette set tubing ref (B)(4), chamber cracked and leaking out medication during infusion, infusion immediately paused by rn at bedside. Pharmacy notified and new tubing and new vial of ivig hung to finish infusion.